Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. Customers blood glucose level was 548 mg/dl. Customer delivered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.